Manufacturer narrative:
Additional product component: model number/catalog number 72400152, batch/lot number 768861007, model/catalog description reservoir 65ml.

Event description:
It was reported that the patient requested the device to be replaced with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product component: additional information: device returned analysis is anticipated but not yet begun, evaluation method code. Model number/catalog number 72400152. Serial number: null batch/lot number 768861007. Model/catalog description reservoir 65ml.

Event description:
It was reported that the patient requested the device to be replaced with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Pump analysis: the complaint component was not returned by the customer for product analysis; therefore, no product analysis could be performed. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. Reservoir analysis: no malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Additional product component: additional information: device returned analysis is anticipated but not yet begun, evaluation method code. Model number/catalog number: 72400152. Serial number: null. Batch/lot number: 768861007. Model/catalog description: reservoir 65ml.

Event description:
It was reported that the patient requested the device to be replaced with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.